Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a 33mm watchman laa closure device with delivery system (wds). On (B)(6) 2021, the patient presented to the hospital with symptoms of an ischemic stroke including local or widespread neuropathy with a durations less than 25 hours and imaging revealed new bleeding or infarction. The patient experienced a full recovery.